Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device was conducted correctly. The endotoxin results were within acceptable limits and we have not received any other complaints from this batch. The device was discarded at the user facility. There was no evidence to suggest that any aspect of this device was responsible for the reported complications. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating " the patient occurred iridocyclitis, which did not improve after medication. The inflammation extended to the fundus, eye redness and pain, conjunctival congestion, visible exudation in the anterior chamber, and pigmentation on the surface of the lens. Vitrectomy has been perfromed."